Event description:
It was reported that during a lap stigma procedure, the instrument produced an error code and a piece of the instrument was found to be broken. The broken piece was retrieved from the patient. There was no reported consequence.